Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level; the value of the level was not known. Carbohydrates were consumed to address the low bg level. The customer did not know what caused the low bg. Tandem technical support advised the customer to consult with a healthcare provider regarding the bg level.